Event description:
A customer contacted beckman coulter inc. (Bci) regarding one low creatinine (cre) patient result generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer repeated the result on another instrument and provided a normal result. The erroneous result was stopped from being reported out of the laboratory by validation rules. Patient treatment was not affected in this event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error. A batch review was performed for potentially associated lot numbers h10d26088 and h10e09503 with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the first of three complaints associated with this event.

Event description:
This is a spontaneous report by a nurse of a homechoice peritoneal dialysis patient who developed peritonitis with a positive culture for (B)(6). During a call with baxter customer services, the reporting nurse stated that the patient made mistake, touch contamination occurred and the patient did not wear a mask (onset date not reported). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. In (B)(6) 2010, a peritoneal effluent culture was performed which was positive for (B)(6). Treatment information was not provided. It was unknown whether the peritonitis resolved. Per the nurse, the peritonitis with culture positive for (B)(6) was not related to peritoneal dialysis therapy.